Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to use a visipro stent to treat a lesion in the iliac artery ¿ common in a patient with moderate calcification and tortuosity and 80% stenosis. A non-medtronic 6frx45cm (terumo) sheath and .014x 300 (halberd) wire were also used. No damage noted to packaging noted, no issues noted when removing the device from the hoop/tray, device was prepped as per IFU. Resistance was encountered when advancing the device but no excessive force was required. It was reported that the stent dislodged during delivery to/at lesion; the visipro was inflated with a nanocross after it came off the balloon. A non-medtronic guide catheter was used to push stent down into position. This was then followed by another nanocross, and an evercross to expand the stent. Implanted another visipro at the lesion site. No further patient injury reported for this event.

Manufacturer narrative:
Additional information received: use of the second visi-pro stent was planned. Visi-pro deployed at location where it dislodged from balloon. No allegation against either the nanocross or evercross balloons. Product analysis: the visi-pro balloon-expandable biliary stent system was received for evaluation. No ancillary devices or cine images from the procedure were received. The visi-pro was received without its stent and the balloon remained in pre-inflation profile, tightly wrapped or winged with stent crimp witness marks. If information is provided in the future, a supplemental report will be issued.